Manufacturer narrative:
Add'l devices: tgu212110/#9484164. Tgu2121110/#9484165. The mfg records review verified that the lots met all pre-release specs.

Event description:
On (B)(6) 2012, the pt underwent repair of a pseudoaneurysm in the descending thoracic aorta with conformable gore tag thoracic endoprostheses, with a planned bypass and intentional coverage of the left subclavian artery (lsa). The pt's blood pressure was lowered with adenosine, and three conformable tag devices were placed without incident. The devices were fully patent with good apposition to the aortic walls. However, the physician decided to perform add'l ballooning due to an apparent stricture, or impingement, in the area of the coarctation. A compliant cook coda balloon was used, but it ruptured due to over-inflation. A non-compliant (b. Braun) balloon was then applied at the proximal end of the stent-grafts, and the aorta ruptured. According to the surgeons, the balloon may have moved out of the stent-grafts during inflation, and ruptured the aorta in the area of the transverse of ascending arch. The pt was placed on bypass and given blood transfusion, and multiple attempts were made to surgically repair the rupture. Normal cardiac rhythm could not be restored, however, and the pt expired.